Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. The device was returned to the complaint investigation site (cis) for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues were found with the balloon when inflating to rated burst pressure of 12 atmospheres. Microscopic examination identified that the distal tip was slightly frayed. No other device issues were identified during returned product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected. This code was selected as the most probable complaint cause based on the event description that the balloon was ruptured, and analysis of the returned device, the reported issue could not be confirmed as the device was successfully inflated to its rated burst pressure of 12 atmospheres with no leaks. The unreported tip damage noted during analysis most likely occurred as a result of an interaction of the device with the other ancillary devices used during the procedure and as a result tip was damaged.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed normally, and the procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed normally, and the procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.